Event description:
In 2006, an incident occurred with a ventricular catheter accessory kit (vcak), lot # 0137012. The user facility reported that the drainage bag was impossible to change because the catheter was impossible to unscrew. Although no pt injury was reported, the user facility stated that as a consequence of the incident, the whole drainage line had to be changed, which increases the potential of infection and intracranial hypertension. The user facility discarded the product, and the product is unavailable for return and eval.

Manufacturer narrative:
The ventricular catheter accessory kit (vcak) was discarded by the hosp. Add'l info was requested of the user facility; however, no more info has been obtained about the circumstances of the incident or the pt status. The device history records of the vcak lot 0137012 were reviewed and did not reveal any anomaly. This lot released in december 2005 includes 98 vcak. No similar complaint was rec'd. No product nor connector design changes have occurred with this product. Based on the provided info and without the product to examine and eval, integra could not determine the exact origin of the reported incident. No further investigation nor corrective action is deemed required.